Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reportedly rose due to their personal diabetes manager being unresponsive and having a touchscreen issue. The patient was treated with an insulin drip and was released from the ER same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. Puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned that the pdm touchscreen was unresponsive. They also mentioned that they dropped the pdm and inside of the pdm screen became broken after. On turning on the returned pdm, the screen was observed to be distorted with dead pixels. Cracks were observed in the pixels, however, no physical cracks were observed on the lcd screen cover. A crack was observed on the back cover of the pdm, indicating that physical damage did occur to the pdm. This crack did not affect pdm functionality. No corrosion or evidence of fluid ingress was observed inside the device. The pdm touchscreen was found to be unresponsive during the investigation. The device did not vibrate in response to attempts to unlock the device. No change of screen was observed though the partially readable portion of the screen when swiping to unlock the device. The pdm could not be unlocked and the data could not be obtained from the device. It could not be conclusively determined if this damage contributed to the reported touchscreen failure, as the user alleges that the damage occurred after the touchscreen became unresponsive. The exact cause of the reported touchscreen issue could not be determined.